Event description:
It was reported that a dual subdural grid electrode currently implanted in a pt was reversed. The report stated that the doctor did some stimulation tests and identified that the electrode was manufactured backwards. It was also stated that the color coding matched the x-ray marker; however, the contacts that should be on side 2 with the x-ray marker was actually side 1.

Manufacturer narrative:
A drawing was sent to the surgeon depicting actual contact placement and the monitoring was successful and logical. Patient is doing well and there were no problems reported at any time. Eval summary: during a complaint investigation team (cit) meeting, it was determined that the product was made correctly to the build template provided but the build template was incorrect. Immediate corrections: on (B)(4) 2013, a drawing that would depict the correct position of the electrode tails and contacts was sent to the customer. Containment: on (B)(4) 2013 all dual sided electrodes in stock were pulled and segregated, until their corresponding code chart, build template and label could be reviewed and verified. Conclusion: a complete sales history was performed to determine which dual sided grid and strip electrodes were manufactured and sold between 2011 and august 20, 2013. Using the data collected; a review of each catalog number's corresponding code chart, build template and label was performed. Through this investigation it was verified that the code chart, build templates and labels were correct. There were a total of (B)(4) dg20a-sp10x-t00 that were manufactured and distributed. (B)(4), the ad-tech distributor in (B)(4). The distributor had (B)(4) remaining device in stock which was returned to ad-tech for investigation. The current inventory on (B)(4) 2013 was pulled and segregated awaiting of their corresponding code chart, build template and label. The batch record review performed on lot 208140464, batch 63725, concluded that there were no issues found during final inspection. The car/CAPA review revealed that there was no previous car/CAPA opened for this nonconformance. Through a historical complaint review, it was determined that there was (B)(4) other similar alleged deficiency; however, through investigation it was determined that the alleged deficiency could not be supported and that the customer was reading the electrode incorrectly. Through the returned product analysis, the alleged deficiency was confirmed.